Event description:
(B)(4) distributor found during incoming inspection, a lack of grooving's and laser markings. Distributor received the correct part, however they received the previous revision of this drill which is now marketed with the new grooving's and laser markings. Distributor requested replacements with the newest revisions.